Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354drm implantable cardioverter defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead was dislodged. During the procedure to reposition the lead, the lead was removed from the device and telemetry could not be performed. End session was requested and the device was turned off and turned on again. Interrogation was then conducted and the message of ¿electric reset happened¿ was displayed. The physician elected to replace the device and the dislodged lead was repositioned and remains in use. No patient complications have been reported as a result of this event.